Event description:
It was reported that the procedure was to treat the left common iliac artery with heavy calcification and no tortuosity. The 8x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was inflated once to nominal pressure and ruptured. Negative pressure was held after the rupture and the device was being removed when resistance was noted with the anatomy. Negative pressure was held to confirm the balloon was fully deflated; however, the balloon separated and was surgically removed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints from this lot. The investigation determined the reported balloon rupture, difficulty removing the device from the anatomy, balloon separation and surgical intervention appear to be related to operational context. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and ruptured during inflation. Additionally, during removal there was resistance as the ruptured balloon material likely interacted with the patient challenging anatomy causing the balloon material to separate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.